Event description:
The customer reported that during preventive maintenance the battery failed the test. The customer reported the unit was not in use on patient.

Event description:
The customer reported that during preventive maintenance the battery failed the test. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.